Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer had received assistance from technical support, who provided information on resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if the malfunction code appeared again, and the customer acknowledged this advice.